Event description:
A customer contacted beckman coulter (bec) regarding falsely high triglycerides (tg) results generated by their unicel dxc 600 pro synchron clinical system which were normal upon repeat. The results provided by the customer are shown in the attachment. The erroneous results were not reported out of the laboratory. There was no affect to or impact on patient treatment with regard to this event.

Manufacturer narrative:
The customer confirmed that no chemistries besides tg were affected and no repeat results for other chemistries were provided. Qc and calibrations run before the patient samples on the morning of the event had been high but returned to specifications upon repeat. Bec customer technical support (cts) performed troubleshooting procedures however the issue was not resolved. The customer called their (non-beckman) service provider who went on-site and replaced the cartridge chemistry sample probe, which resolved the issue. The cause of this event may be attributed to the sample probe.